Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and two months of post-deployment, a computed tomography (CT) abdomen and pelvis with oral and intravenous contrast showed that an inferior vena cava filter was in place, with struts projected beyond the inferior vena cava lumen. Around, four years and seven months later, the patient presented with abdominal pain. On the same day, a computed tomography (CT) thoracic spine without intravenous contrast showed that an inferior vena cava filter was in place. Also, a computed tomography angiography (cta) chest, abdomen and pelvis showed an inferior vena cava filter was present. Around, three months and eleven days later, a computed tomography angiography (cta) chest, abdomen and pelvis showed negative for pulmonary emboli. Around, eight months and twenty-six days later, the patient presented with back pain. On the same day, a computed tomography (CT) lumbar spine without intravenous contrast showed that an inferior vena cava filter was present. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2011.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.